Manufacturer narrative:
Retainer ring : black. P-cap locked in place properly during testing. Device received blank display. Multiple batteries were replaced and blank display continued. Proceed it by cutting device open and perform a visual inspection of connectors and battery stack. Per visual inspection it was determine that the ingress of water corroded electronic assembly, motor assembly, battery tube and corroded battery tube spring causing electrical short. Device also received with cracked case(battery tube), cracked battery tube threads and missing display window cover. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had blank screen. Customer stated that they went into water for 20 seconds and error occurred. Customer changed batteries. Customer stated that insulin pump had crack on the battery compartment. There was no physical damage to retainer ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.